Event description:
Hillrom received a report from a hillrom technician stating there was a fire at the power cord of this bed. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The hillrom technician found the power cord was replaced by the account and bed placed back into service. Per the hillrom service manual the total care bed system requires an effective maintenance program. We recommend that you perform a semi-annual preventative maintenance. Preventative maintenance will minimize downtime due to excessive wear. Examine the power cords and plugs for cuts, nicks, breaks, frays and for correct grounding. A search of the hillrom maintenance records did not show hillrom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The hillrom technician performed a functional test per the service manual to verify the bed functioned as designed. It was confirmed the account repaired the bed, as they replaced the power cord to resolve the reported issue. Based on this information, no further action is required.